Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on the day prior to this report, the patient met with the manufacturer representative (rep) for reprogramming to see if they could remedy the shocking/jolting. The physician did an x-ray and found the lead had moved down and backed out of the epidural space and that was why, they believed, the patient was getting shocking/jolting. The patient was going to decide whether to pursue a revision or not. Follow-up was performed to determine if a lead revision was going to occur and how the patient was doing. This event will be updated if additional information is received.

Event description:
Additional information received from the manufacturer representative (rep) stated that they were not sure if there was a 50% or greater reduction in symptoms, the cause of the coverage issues was not determined, reprogramming the patient did not make a difference, they did not know if the cause of the shocking/jolting was device related, and they had not seen or heard from the patient since the reprogramming. The patient had not called to inform the rep that the problem was still persisting. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that during a programming session the patient experienced a shocking or jolting sensation. The patient was getting shocking when the stimulation increased. Shocking was felt in her left arm and then across her chest, shocking stopped when stimulation was turned off. This just started on the day of the report half-way though the programming session when the manufacturer representative created a new program for the patient. They went back to turn on the old program that the patient was using prior to the session and was getting shocking as well. The patient was sitting in chair when it started, it also occurred when they tried to use the patient programmer. The patient had cervical leads for bilateral arm pain. Impedances were all normal range in 500-800 range. Stimulation was increased from 0v and the patient felt shocking at 1v. They did not feel any stimulation tingling when stimulation was one, only shocking pain that kept getting strong and strong as stimulation was increased and the only way to stop it was to turn stimulation off. The patient got shocking when she was walking around as well as sitting still. The right side programming was turned off and just worked with the left side lead and the patient got shocking at 2v. They tried the right side alone and the patient got shocking at 0.6v. The manufacturer representative was advised to try doing reprogramming in a different environment to see if there may be electromagnetic interference in the area, it was noted that construction was going on nearby. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturing report #3004209178-2014-22886

Event description:
Additional information received from the consumer reported the she was to have a lead revision in (B)(6) 2015 for her cervical spinal cord stimulator. No further outcome was reported. Additional follow-up was being done to obtain this information; if additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2014 (B)(6) product type lead product ID 3777-60, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37712, serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2014(B)(6); product type extension product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).